Event description:
It was reported that a cartridge alarm occurred during the load sequence. Cts assisted customer with successfully completing a bolus however insulin delivery was not able to be resumed. The caller was able to successfully load a new cartridge and resume insulin therapy, there was no adverse impact to the customer¿s blood glucose level.